Event description:
Surgeon was using an aegis spinal fixation plate. During cam tightening, he rotated the torque limiting driver counter clockwise resulted in breakage of two cams. Two small metal fragments broke off the implant. The plate was removed and another plate implanted. The malfunction did not result in any patient injury.

Manufacturer narrative:
This was the first use of the product by the surgeon. Root cause was user error. Cams should be tightened using the torque driver in a clockwise direction as is stated in the surgical technique.